Event description:
It was reported that during a percutaneous coronary intervention, tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. The physician manipulated the pt2 185cm wire but was unable to cross the lesion. The physician decided to abandon the procedure and remove the device; however, the tip of the wire detached. The detached tip was left in the lesion as flow was not compromised. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed that the distal tip was severely damaged. The distal end is fractured at 183.3 cm from the proximal end. Lab review concluded that the failure occurred due to a torsion overload followed by a tension overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. The physician manipulated the pt2 185cm wire but was unable to cross the lesion. The physician decided to abandon the procedure and remove the device; however, the tip of the wire detached. The detached tip was left in the lesion as flow was not compromised. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
Age at tine of event: (B)(6). (B)(4).